Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 487mg/dl and the pump uses a lot of battery power and alarmed no delivery. Customer treated with a bolus. Troubleshooting found that there was an occlusion in the infusion set and customer indicated that the set would be changed. Customer declined further high blood glucose troubleshooting. No further details given.